Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, while trying to load the iol into the cartridge, it was noticed that the lens appeared to have a defect. The iol was handed to the surgeon, not in a cartridge, just the iol to view under the microscope and the surgeon confirmed that the iol was scratched. There was no patient contact. The surgery was completed on same day with backup iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).